Event description:
The patient reports "I had a granuloma and they went in to take it out and couldn't get it out". Surgery was performed to revise the catheter. Now, the patient is reporting their "pain level is back." The pump is to remain turned off for three months. The manufacturer requested additional information and confirmation of this event; however, no information was received from the hcp.

Manufacturer narrative:
.